Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential noise, leading to inappropriate electric shocks. The patient presented to the emergency room and isometric testing was performed. Significant myopotential in two of the three vectors. Reprogramming options were performed. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.